Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the catheter was implanted at the desired location and it did not migrate. The decision to move the catheter up was made by the physician and the patient to hopefully better control the patient's symptoms. It was noted this was an elective procedure. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) on 2019-sep-09. It was reported that the reason for the patient's catheter being moved was that the hcp had decided that the catheter needed to be higher to help with the patient's pain pattern. The patient's issue is primarily abdominal pain so the higher catheter placement, moving it from t8 to t5, was thought to provide the patient with better coverage. . The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4) implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving fentanyl, 0.1 mcg/ml concentration at 0.0446 mcg/day bupivacaine, 20 mg/ml concentration 8.92 mg/day dose, droperidol, 500 mcg/ml concentration at 223.1 mcg/day and dilaudid, 1125 mcg/ml concentration at 502 mcg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient's catheter tip was not in correct location and today the hcp moved the tip to cover more pain relief to her belly. The patient was getting too much pain relief to the legs. No further complications were reported.